Manufacturer narrative:
No complaint was received with the return of the product. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in three pieces. Visual examination of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil was noted at 12.9 cm to 14.2 cm from the distal tip, caused by friction to another device or feature of the heart. Additionally, an external insulation abrasion that breached the outer insulation and exposed the outer coil was noted at 30.5 cm to 31.0 cm from the distal tip consistent with friction to the device can on the distal portion of the lead.

Event description:
This report is to advise of an event observed during analysis.